Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas 8000 core unit. The prolactin and elecsys estradiol iii assays were affected. Patient 1: the initial estradiol result was <5 pg/ml. The sample was repeated on a siemens platform, and the result was 36.52 pg/ml. The sample was repeated on cobas 8000 module and the result was <5 pg/ml. The sample was sent to another laboratory and was tested on an e801 module. The result was <5 pg/ml. The initial prolactin result was 20.8 ng/ml. The sample was repeated on a siemens platform, and the result was 15.67 ng/ml. Patient 2: on (B)(6) 2025, the initial estradiol result was <5 pg/ml. The sample was repeated on a siemens platform, and the result was 36.12 pg/ml. The sample was repeated on cobas 8000 module and the result was 10.2 pg/ml. The sample was sent to another laboratory and was tested on an e801 module. The result was 18.9 pg/ml. The samples were repeated because the results didn't match the patient's clinical diagnosis. The clinician believed the siemens platform estradiol results were consistent with clinical findings. This medwatch will apply to the elecsys estradiol iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the prolactin assay.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The mass spectrometry results (<10 pg/ml) validated an acceptable accuracy of the roche elecsys results (<5 - 10 pg/ml for both samples). The investigation determined the result discrepancy was attributed to method-dependent differences between the platforms, most prominent for the higher siemens e2 values. The investigation did not identify a product problem.